Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had button error and sometimes unresponsive. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that insulin pump cracked around the case going to the top by battery thread. Customer stated that insulin pump had louder rewinding. The device will not be returned for analysis.